Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
It was reported that the ventilator's battery was not charging. There was no patient involvement. The customer troubleshot with technical support and found a 0.10 volt from a 24 volt power supply. The customer was advised to replace the power supply. The customer replaced the power supply to address the reported issue.